Manufacturer narrative:
Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery catheter system (dcs). During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, the image review confirmed that a misload was responsible for the infolding and subsequent under expansion. Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the vlv evolutfx-34, there was a mild infolding of the valve upon loading. The physicians attempted to proceed with the deployment, but the issue did not resolve.  The valve was removed from the patient. A second valve also appeared infolded upon deployment, attributed to the patient's anatomy, but it eventually fully expanded. The physicians believed the anatomy was a significant factor in the infolding of both valves. Additional information was received to confirm the first valve was inserted into the patient and a deployment attempt was made. However, the infold was visible after the first deployment attempt. The valve was recaptured and withdrawn from the patient. A procedural delay occurred as a result of loading a second system for implant. The second valve remains implanted.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. D4. The second valve serial number was received. Updated expiration date, serial #, UDI #. D6a. Implanted date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the vlv evolutfx-34, there was a mild infolding of the valve upon loading. The physicians attempted to proceed with the deployment, but the issue did not resolve. The valve was removed from the patient. A second valve also appeared infolded upon deployment, attributed to the patient's anatomy, but it eventually fully expanded. The physicians believed the anatomy was a significant factor in the infolding of both valves. Additional information was received to confirm the first valve was inserted into the patient and a deployment attempt was made. However, the infold was visible after the first deployment attempt. The valve was recaptured and withdrawn from the patient. A procedural delay occurred as a result of loading a second system for implant. The second valve remains implanted. Additional information was received to report when the second valve load was inspected via fluoroscopy, a misload was not identified. The second valve was recaptured three times due to inadequate positioning.

Event description:
It was reported that during a transcatheter heart valve procedure involving the vlv evolutfx-34, there was a mild infolding of the valve upon loading. The physicians attempted to proceed with the deployment, but the issue did not resolve.  The valve was removed from the patient. A second valve also appeared infolded upon deployment, attributed to the patient's anatomy, but it eventually fully expanded. The physicians believed the anatomy was a significant factor in the infolding of both valves.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-34 (lot: 0012272641); product type: 0195-heart valves. Product ID: d-evolutfx-34 (lot: 0012251805); product type: 0195-heart valves; implant date: (B)(6) 2024; explant date: (B)(6) 2024. Product ID: evolutfx-34 j284334; product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: four static images were provided for review. The patient¿s executive summary was not provided for anatomical review. A fluoroscopic valve load inspection was performed and confirmed a good load. Evidence showed that during the implant attempt, the valve appeared to be significantly under expanded with a suspected infold. Per medtronic best practices, if a valve is under-expanded: remove system, perform pre-dilatation, and implant new valve with new delivery system. Furthermore, the infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. It is not known if a pre balloon aortic valvuloplasty was performed prior to the valve implant attempt. As stated in the instructions for use (IFU), adequate predilatation can help reduce the need for post dilatation and may mitigate the occurrence of infolding. Predilatation is specifically recommended prior to implantation in the following situations of moderate-severe calcification, bicuspid anatomy, and a size 34 mm valve. A fluoroscopic valve load inspection of the new valve was performed and a misload was present by overlap beyond node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the IFU, if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. Evidence supports that the valve was attempted to be implanted which resulted in an infold. It was reported that the infold resolved and the valve fully expanded. There is no documentation or evidence that a post implant dilatation was performed therefore it is possible that the valve expanded on its own. Of note, images of the fully expanded valve were not provided. Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.